Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that there was blood in/on the helix/lobe mechanism and sleeve. Evaluation summary: (B) (4) upon analysis it was reported that there were no anomalies found, the outer insulation was breached, there was blood in/on the helix/lobe mechanism, all conductors (non-obstructing) and sleeve. It was determined that the damage was caused at implant.

Event description:
Both 6947 leads were attempted implants, difficutly inserting stylet and extension/retraction of helix, positioning/fixation difficulty, very difficult anatomy noted. It was reported that during the implant procedure there was difficulty inserting the stylet and extension/retraction of the helix. The lead was not implanted. No patient complications were reported as a result of this event.